Event description:
The caller reported that the tube was placed in the pt on february twenty-sixth in the operating room and three days later the tube had a blown cuff. A non-routine replacement of the tube was required and the pt was re cannulated with another 7sct at the bedside. The tube was discarded.